Manufacturer narrative:
The suspect product was discarded.

Event description:
On (B)(6) 2021 a patient (pt) called to report a diagnosis of od corneal ulcer about 5 years ago (about 2016) while wearing an unknown acuvue brand contact lens (cls). The pt was at the beach and a piece of sand became trapped under the suspect od cls. The pt doesn¿t think the event is related to the cls. The od was ¿burning like it was on fire, sticking pain, light sensitivity and it was unbearable¿. The pt went to a doctor who diagnosed the od corneal ulcer and thinks the eye drop prescribed was moxifloxacin bid for about 1 to 2 weeks. The pt will look to see if the treating doctors contact information is available and will send the information via email. No additional information was provided after additional email attempts to the pt. This od corneal ulcer event is being submitted as a worse-case event as we were unable to verify the pts diagnosis and treatment with the treating doctor. The lot number is unknown. The suspect od cls was discarded by the pt. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.